Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the detached distal end and chipped adhesive was determined to be an expected or random component failure unrelated to any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the distal end of the cystonephrovideoscope had detached, and a chip was noted in the bending section cover adhesive. There was no patient involvement.